Event description:
Boston scientific received information that this implantable defibrillation lead fractured. High out of range pacing impedance measurements and intermittent loss of capture had been observed. An invasive procedure was performed and the lead was successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
This lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.